Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Device not returned.

Event description:
Right femoral periprosthetic fracture. Noticed after surgeon review of x-ray after pt fell over.

Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture involving exeter stem was reported. The event was confirmed based on medical review. Method & results: -device evaluation and results: not performed as product was not returned -clinician review: a review of the provided medical records and x-rays was rejected by a clinical consultant indicating: no clinical or pmh, no operative reports, no dated serial x-rays, no description of the event causing the periprosthetic fracture. In this case of reduction and fixation of a periprosthetic femoral fracture without revision of the tha components, there is no evidence that the prosthetic components were involved in the clinical event. Insufficient data is presented to create a medical report for this case. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: it was reported that the patient had right femoral periprosthetic fracture. A review of the provided medical records and x-rays was rejected by a clinical consultant indicating: no clinical or pmh, no operative reports, no dated serial x-rays, no description of the event causing the periprosthetic fracture. In this case of reduction and fixation of a periprosthetic femoral fracture without revision of the tha components, there is no evidence that the prosthetic components were involved in the clinical event. Insufficient data is presented to create a medical report for this case. The event was confirmed. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. H3 other text : device not returned.

Event description:
Right femoral periprosthetic fracture. Noticed after surgeon review of x ray after pt fell over.